Event description:
One endeavor sprint rapid exchange (rx) drug-eluting coronary stent was implanted to mid lad. Approximately 5 months later melena occurred by collateral symptom of ischemic enteritis which was treated by medication. No other clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (gi bleed). (B)(4).

Manufacturer narrative:
The patient is a former smoker with history of hypertension and hyperlipidemia. The patient's cardiac status at the time of the index procedure was unstable angina. The patient has recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.